Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for a follow up in clinic. It was noted that the patient's implantable cardioverter defibrillator could not be interrogated following multiple attempts with different programmers. The last device check in february 2019 indicated an estimated longevity of 4 years. Device replacement was recommended. The patient was scheduled for a replacement and was pending explant. The patient was asymptomatic, stable with no reported adverse consequences.

Manufacturer narrative:
The field event of no communication was confirmed and was found to be due to low battery voltage from premature depletion. Premature battery depletion was confirmed by analysis. A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.

Event description:
New information received notes that the device was explanted. The patient was stable.